Manufacturer narrative:
(B)(4). The lot was manufactured from july 11, 2014 ¿ july 12, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The device was filled with 252ml of an unknown medication and was set to infuse over seven days. After seven days the device still had all of its medication. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.